Event description:
It was reported that during an anterior communicating artery aneurysm, the physician delivering the subject stent to assist with embolization, the subject stent encountered resistance after entering the microcatheter, and the delivery was obstructed. The physician had to withdraw the stent delivery wire, at which point most of the subject stent had already been deployed inside the microcatheter. Additional information received confirmed the whole subject stent deployed within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event